Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was returned for evaluation. The reported stent dislodgement was confirmed. A review of the lot history record for the reported lot was performed indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for stent retention issues. Based on the available information reviewed and analysis of the returned device, a conclusive cause of the stent dislodgement cannot be determined, although there is no indication of a product quality deficiency.

Event description:
It was reported that the 2.25x12 rx promus stent dislodged. It is unknown if the stent dislodged before, during, or after use. There was no adverse patient effect. Though requested, additional information was not provided.